Event description:
As the physician was attempting to remove the coil from the patient, it broke. Part of the coil was protruding from the aneurysm and a stent was placed to secure the protruding section to the vessel wall. The remainder of the coil was removed with the pusher wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Only the pusher wire was returned for analysis inside the microcatheter used in the procedure. The pusher wire was removed from the microcatheter and no resistance was encountered. Visual inspection of the pusher wire noted that it was kinked in several places. Microscopic inspection found the device was broken at the inner coil. There was polyethylene tetraphthalate (pet) bushing present on the proximal winds of the inner coil. The distal wind of the inner coil was stretched, indicative that force had been applied to the device. The main coil and pet junction were not present. From the information provided, there is no indication that there was any device misuse that contributed to the reported event. Based on the investigation, it was determined that the most likely cause of the reported event was operational context.

Event description:
As the physician was attempting to remove the coil from the patient, it broke. Part of the coil was protruding from the aneurysm and a stent was placed to secure the protruding section to the vessel wall. The remainder of the coil was removed with the pusher wire. There was no reported clinical consequence to the patient.